Manufacturer narrative:
The analysis of the provided data showed an improper sample volume (too low) in the secondary tube. There was no hint of a generic reagent issue. The field service engineer verified the instrument, performed sample centering adjustment, and replaced the photomultiplier as a preventive measure. The investigation did not identify a product problem. The cause of the event was consistent with a preanalytic issue (an improper sample volume in the secondary tube) at the customer site. Preanalytics are within the customer's responsibility.

Manufacturer narrative:
Medwatch fields a2 and a3a were updated. The customer alleged discrepant results for an additional patient sample tested on (B)(6) 2025: initial result: 10 pg/ml. The sample was repeated twice, and the repeat results were both 42 pg/ml. The investigation is ongoing.

Event description:
We received an allegation about discrepant results for 1 patient sample;tested with elecsys pth (parathyroid hormone) assay on a cobas e411 immunoassay analyzer (rack system). Initial result: 11 pg/ml. The sample was repeated twice, and the repeat results were both 37 pg/ml.

Manufacturer narrative:
The pth reagent expiration date was not provided. The cobas e411 rack serial number was (B)(6). The investigation is ongoing.